Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached. The device was removed percutaneously after a previously attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached. The device was removed after an attempted but unsuccessful percutaneous removal procedure. The detached strut has not been removed after an attempted but unsuccessful percutaneous removal procedure and the detached strut retained in vena cava wall. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years post filter deployment, computed tomography revealed the inferior vena cava filter with its apex several centimeters below the insertion of renal veins and several of the struts appear to be embedded within the wall of the cava. Approximately five months later, patient was scheduled for filter removal. An inferior vena cavogram showed a persistent intraluminal thrombus superior to the ivc filter which was confirmed using intravascular ultrasound. The thrombus was echogenic and quite mobile attached to the tip of the inferior vena cava filter. Subsequently, next month filter retrieval was scheduled. Bard g2 filter was successfully removed with a 25mm amplatz gooseneck snare. Inspection of the bard inferior vena cava filter demonstrated absence of a single strut which was identified on overhead spot imaging of the inferior vena cava. Multiple attempts to remove the embedded filter strut were made with bronchoscopy forceps and were proven unsuccessful. Eventually next day, computed tomography revealed retained strut. Approximately one year later, computed tomography revealed fragment of a wire in the inferior vena cava. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: the patient underwent placement of an ivc filter via the right jugular vein secondary to recurrent deep venous thrombosis despite anticoagulation and positive lupus antibody. The patient had a completely occluded left iliac stretching into the vena cava. The filter was placed above the clot and below the renal veins of the inferior vena cava. Venogram confirmed satisfactory positioning with minimal tilt. The patient was placed on anticoagulation for a year post ivc deployment. Patient stopped anticoagulation for a period of time and restarted. Exact dates of these occurrences are unknown. Approximately two years post ivc deployment, the patient experienced a new deep venous thrombosis, which was treated with lovenox and transition to coumadin. Radiographic tests performed three years post ivc deployment demonstrated several filter struts in the ivc wall. Approximately five months later, surgery was planned to remove the first filter; however, intravascular ultrasound images indicated an echogenic and mobile thrombus that was attached to the tip of the ivc filter. It was decided to place a second filter via the right internal jugular vein due to this thrombus. Placement was superior to the first ivc filter in the suprarenal location. Follow-up venogram demonstrated good position of the filter. The next month after deployment of the second ivc filter, the patient underwent retrieval of both filters during a thrombectomy procedure. Venogram performed demonstrated a large filling defect from the infrarenal ivc filter hook. A 25 mm amplatz gooseneck snare kit was then advanced from the internal jugular vein approach and used successfully to engage and withdraw the suprarenal ivc filter (second filter). The filter was inspected and found to be intact. Approximately 5 cm above the infrarenal ivc filter hook a thrombectomy was performed successfully removing a large thrombus. Imaging demonstrated a residual thrombus within the infrarenal ivc initially placed filter. Additional passes with the angiovac catheter were made during the filter removal which was retrieved with a 25 mm amplatz gooseneck snare. Inspection of the first ivc filter demonstrated absence of a single strut, which was identified on overhead spot imaging. No significant migration was observed. Multiple unsuccessful attempts were made to remove the embedded filter strut with bronchoscopy forceps. The strut was left in place within the infrarenal inferior vena cava and without evidence of migration or significant penetration. The patient was discharged on anticoagulation on post-op removal day two with the plan to remove the filter strut the following week. No records support a procedure to remove the strut. Approximately nine months after the ivc filters were removed, a chest cta noted the presence of a wire fragment in the ivc. The current condition of the patient is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three years post ivc deployment, radiographic tests performed demonstrated several filter struts in the ivc wall. Approximately five months later, surgery was planned to remove the first filter; however, ultrasound images indicated mobile thrombus attached to the tip of the ivc filter. It was decided to place a second filter superior to the first ivc filter in the suprarenal location. The next month, the patient underwent retrieval of both filters. The suprarenal filter was successfully retrieved and found to be intact. Approximately 5 cm above the infrarenal ivc filter hook, a thrombectomy was performed successfully removing a large thrombus. Imaging demonstrated a residual thrombus within the initially placed filter. The first filter was retrieved successfully and inspection revealed absence of a single strut. After multiple unsuccessful attempts, it was decided not to remove the strut. Approximately nine months after the ivc filters were removed, a chest CT noted the presence of a wire fragment in the ivc. Therefore, it can be confirmed that the patient experienced clot above the filter. Additionally, the investigation can be confirmed for limb detachment and filter thrombosis. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Precautions: retrieve the g2 filter using the recovery cone removal system only. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached. The device was removed percutaneously after a previously attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.